Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The representative reported via e-mail that the customer hospitalized due to high blood glucose. The customer's blood glucose was 525 mg/dl at the time of incident. The representative stated that the insulin was denatured and was exposed to high temperatures. The representative stated that the customer declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.